Manufacturer narrative:
The valve was patent. It did not meet the specifications for leak testing as there were tears in the top of the delta chamber. This damage precluded siphon, reflux, pressure-flow, and preimplantation testing. It is unk how or when the damage occurred. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that during the procedure the valve was allegedly pierced.